Manufacturer narrative:
The cause of the issue was not determined since product was not returned. The cause of the issue was not determined since product was not returned. H5 revised from yes to no on manufacturer device report 1220648-2025-26068. H8 revised from initial use of device to reuse on manufacturer device report 1220648-2025-26068.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and just after starting the pump there was a controller failure alarm and the placement signal was not visible. The pump was running without any issues. They changed the controller, but the alarm remained. The staff switched back to the original automate impella controller. This complaint was created to document the replacement controller error. The pump was not explanted and support was continued. There was no harm to the patient.